Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (electrode belt would not stay connected to monitor) was confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the inability of the electrode belt to stay connected to the monitor was the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed on the cable. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt would not stay connected to the monitor.